Event description:
Pump device was returned with no information. Per the manufacturer device registry the pump was removed on (B)(6) 2012 and contained morphine.

Manufacturer narrative:
(B)(4): final analysis on the pump found corrosion and/or wear and/or lubrication and a pump motor gear train anomaly. Significant residue and significant resistance found with the gears.